Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: h3 investigation summary: two failed suture needles, labeled as (B)(4), were submitted for fractographic evaluation. The components were identified as product code sxpp1b105. It was requested to assess the fracture mode of the failures. A fracture was observed at the tip of sample a and at the tip of sample b. One side of the needles was received, the mating fracture surfaces were not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information was requested, and the following was obtained: did the needle fall into the patient? =>it is unknown whether the needle piece left behind body since it has not been found. If yes, was the needle piece(s) retrieved during the same procedure? =>no further information is available. What measures were taken to retrieve the broken piece?=>an x-ray examination was performed, but the needle piece wasn't found. Was there any additional tissue damage as a result of searching for the needle piece?no further information is available. Does a piece of the needle remain in the patient¿s tissue?=>it is unknown whether the needle piece left behind body since it has not been found. If yes, are any plans in place to remove the needle piece in future?=>no further information is available. What tissue structure the broken needle was located? =>near the cervical spine. Was there any adverse consequence associated with the patient?=>no. What is current condition of the patient?=>the patient is now stable. Device return status: the main body of the needle was returned. No further information will be provided. The broken needle fragment has not been found and it is unknown whether it remains in the body. An x-ray was performed, but the needle did not show up. It is also possible that the needle was too small to be reflected. Residual needle fragments may have developed near the cervical spine. The patient's condition is stable. Patient demographics] the patient¿s initials are ts. 85 years old male. His weight is 76 kg. [Current status of the patient] the patient has been hospitalized. [Health injury details] there were no adverse consequences to the patient. Like usual operation, x-ray was taken after operation, but there was nothing on the image. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Events reported via: 2210968-2021-07415.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and barbed suture was used. During the procedure, when passing the needle through the tissue by continuous suturing, the needle tip was broken about 1 ¿ 2 mm. So, the second needle-suture was taken out. In the second needle-suture, the needle tip was also broken about 1 - 2 mm, so it was sutured with 3-0 pds. MRI or CT was not performed because the broken needle pieces were about 1 ¿ 2 mm and they thought that it could not be detected. There were no patient consequences reported. Additional information was requested.